Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she was hospitalized due to insulin pump not delivering insulin. The customer stated that they experienced high and low blood glucose. The customer's blood glucose was over 500 mg/dl at the time of the incident. The customer stated that they had low blood glucose of 38 mg/dl. The insulin pump will not be returned for analysis.